Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented for a routine follow up and loss of capture was noted. There was an increase in lv pacing impedance measurements. It was noted that the patient's internist increased lasix because edema in the lower extremity was noted. A pocket revision procedure was performed. The lv lead was not seated completely in the lv port. The physician reported at the pocket revision that he was not sure he visually inspected the lead. The physician used a hex wrench to loosen the setscrew before he performed any tug test; however, the physician believes the setscrew was already loosened before using the hex wrench. Good lead performance was noted when using a pacing system analyzer (psa) . The terminal pins were re-inserted into the header and tightened and again there were good lead performance through the device. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.